Event description:
It was reported that this patient underwent an ankle replacement. Subsequently, the reporter stated that a titanium rod was implanted in their ankle. The reporter alleged that the implant has caused blood poisoning, stating that blood testing was performed and confirmed the poisoning. The reporter further stated that they are experiencing significant pain, as well as popping, grinding, clicking, premature bone degeneration, discoloration, and swelling.